Event description:
It was reported that this left ventricular lead got separated and could not be removed so it too was surgically abandoned as it had been showing high, out of range pacing impedances. A new device was implanted and a non boston scientific right ventricular lead was also explanted due to a fracture. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory lead was returned in two segments. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection revealed no abnormalities other than induced damage from explant.

Event description:
It was reported that this left ventricular lead got separated and could not be removed so it too was surgically abandoned as it had been showing high, out of range pacing impedances. A new device was implanted and a non boston scientific right ventricular lead was also explanted due to a fracture. Parts of the lead were returned for analysis. No additional adverse patient effects reported.